Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1- initial reporter phone: (B)(6). Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that delivery sheath was torn. The target lesion was located in the internal carotid artery. A 190 cm filterwire ez was selected for use. During normal flushing ang upon recovery of the filterwire into the delivery sheath, it was noted that the delivery sheath was torn. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the implanted sheath was torn.

Manufacturer narrative:
E1, initial reporter phone:(B)(6).

Event description:
It was reported that delivery sheath was torn. The target lesion was located in the internal carotid artery. A 190 cm filterwire ez was selected for use. During normal flushing ang upon recovery of the filterwire into the delivery sheath, it was noted that the delivery sheath was torn. The procedure was completed with another of the same device. There were no patient complications as a result of this event.